Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR. Promus elite ous mr 12 x 2.25mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified a break at 24cm distal to the distal end of the strain relief. Multiple hyptoube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Distal bumper tip showed signs of damage with flaring.

Event description:
Reportable based on device analysis completed on 08-dec-2023. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely tortuous and mildly calcified left circumflex artery. A 12 x 2.25 promus elite drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The device was removed, and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed hypotube break.